Event description:
This IV lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012 due to a product performance issue. The lead had intermittent capture at higher outputs with noise noted during new lead placement. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).